Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during procedure, the coring knife from an impacted surgical kit was not "the best" as stated by the surgeon. The surgeon was able to complete most of the core, but the rest of the core was completed with a scissor and scalpel. It was noted that the difficulty was encountered at the very start of coring. There were no patient consequences and no interruption in procedure time or implant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the report of the knife not being "the best." A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), was returned with both blade caps attached. The coring knife was in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. Areas of the blade were also covered in a small amount of rust. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the coring knife was performed, and areas of rust were observed on the knife and blade edge, consistent with fluid contact during the patient's implant surgery. Further microscopic inspection of the blade edge revealed no major imperfections. A cut test was performed with the returned coring knife and a silicone material. The knife was able to cut through this material without issue and functioned as intended when compared to a control coring knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.